Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up it was reported that on unknown date, antibiotic treatment was discontinued and the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent, abdominal pain and vomiting. It was reported the patient was hospitalized for abdominal pain and vomiting for 1day. The same day as event onset, the patient was treated with injection vancomycin (1gm/ every 4th day/ intraperitoneal/ ongoing) and injection ceftazidime (1gm/ once a day/ intraperitoneal/ ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis. Pd therapy is ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.